Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the small clip applier instrument would shoot sideways. There was no report of patient injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Functional test to perform motion or clip test could not be performed. Incomplete failure analysis occurred because of the physical damages the instrument which prevented the engagement test from passing when connected to the system arm. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument grip inputs failed to engage with the in-house system's sterile adapter. Additional observation not reported by site: the instrument was found to have grip input disk #7 completely detached from the base of the chassis. Other backend components adjacent to the broken inputs do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.